Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of wire break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to crush the stone in the common bile duct but the handle cannula broke and the tip of the basket failed to detach. A sohendra handle was used in an attempt to crush the stone and detach the tip; however, there was difficulty getting the wire of the trapezoid into the sohendra. The physician managed to remove the stone from the basket by pulling the catheter and realized that the stone has already been crushed. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual evaluation found the returned device was cut from the distal end of the heat shrink. The handle cannula was bent upward and broken from compressive force applied to the handle during use. The basket was open and the tip was intact. The side car-rx presented pushback out of specification. Moreover, the side car-rx and the sheath are buckled in multiple locations. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the handle cannula was broken. It is most likely due to procedural factors, as the user applied excessive compressive force to the handle assembly and the handle cannula was then forced upward until it failed and broke. Moreover, side car-rx pushback and buckled are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Per event, the procedure was completed with the complaint device. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to crush the stone in the common bile duct but the handle cannula broke and the tip of the basket failed to detach. A sohendra handle was used in an attempt to crush the stone and detach the tip; however there was difficulty getting the wire of the trapezoid into the sohendra. The physician managed to remove the stone from the basket by pulling the catheter and realized that the stone has already been crushed. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be "fine".